Event description:
It was reported that the patient presented remotely via merlin.net transmission with noise and insulation damage noted on the right ventricular lead. The noise was not noted to be reproducible in clinic. On (B)(6) 2018 the lead was explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.